Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device allowed the paddles to discharge in mid-air. During a subsequent 30 joule self test the device delivered 1 joule. Complainant indicated that there was no pt involvement in the reported malfunction.